Event description:
This is the second to tow reports for the same event. It was reported by a non-med legal professional that a revision surgery was performed approx 9 months post op due to broken screws. It was reported that part of the threaded portion of the screw remained in the pt.